Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was broken. The breaking portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1.during pre-use inspection, high frequency energization was conducted with the cutting wire being close to some objects such as a tester. 2.an electrical discharge occurred, and the cutting wire became instantly hot. That might have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during inspection of the devices, the knife wires of the two devices were broken during activation. The intended procedure was completed with the third device. There was no patient injury reported. This is the first one of two reports. The subject device was used in combination with another company's electrosurgical unit.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was broken. The broken portion was scorched and melted. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.